Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that there bd vacutainer tube is only filling up halfway. Not filling up properly. Phone verbatim: customer called to file a complaint. When filling up the bd vacutainer 8.5 ml it will only fill up halfway. One on friday the 24th (B)(6) 2021.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that there bd vacutainer tube is only filling up halfway. Not filling up properly. Phone verbatim: customer called to file a complaint. When filling up the bd vacutainer 8.5 ml it will only fill up halfway. One on friday the (B)(6) 2021.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode underfill, bd has initiated further root cause investigation relating to the issue of underfill through CAPA#3751672.